Manufacturer narrative:
(B)(6). Manufacture date: january 24, 2017 ¿ january 25, 2017. The device was not returned; however, a photograph was received for evaluation. A pool of fluid inside the green overpouch that contained the infusor was identified, indicating a leak occurred. The reported issue was verified. The cause of leak inside the green overpouch was due to a broken/detached tubing line at the solvent-bonded junction of the white distal luer. The cause of the broken/detached tubing line could not be determined via the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked into the overpouch. The pump was filled with cefazolin 6000 mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.